Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The battery was found to fail testing for battery capacity and was replaced as a precaution. The device was returned to the customer.

Event description:
Complainant alleged that while attempting to treat a pt (age & gender unknown) with ventricular fibrillation heart rhythm the device failed to allow discharge. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant indicated that subsequent testing did not duplicate the reported malfunction.